Event description:
Reporter tested, back-to-back, with blood glucose results of 166, 151, 122 and 160 mg/dl. Reporter was not experiencing any symptoms. Reporter did not have control solution available for testing.